Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported medication could not be injected through the catheter. The customer returned one epidural catheter, one snaplock adapter, and one non-teleflex flat filter. The catheter and snaplock adapter were received connected together (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. A manual flow test was performed using the returned catheter and snaplock adapter. A 20ml lab inventory syringe was connected to the returned snaplock adapter and catheter. Using hand pressure, the water was injected. Water could be seen immediately exiting the distal end of the catheter. No blockages were found. Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of medication not injecting through the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test. There were no functional issues found with the returned sample.

Event description:
After insertion in the patient the catheter could not be injected. After several attempts, the epidural catheter had to be removed and another epidural was inserted using a different lot. After removal the anesthetist attempted to flush the original defective catheter and it would not flush. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After insertion in the patient the catheter could not be injected. After several attempts, the epidural catheter had to be removed and another epidural was inserted using a different lot. After removal the anesthetist attempted to flush the original defective catheter and it would not flush. The patient's condition was reported as fine.